Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the device experienced blood splatter/ leakage or other sample leakage from the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: blood leakage during sample collection, from the np needle, when the tubes are being withdrawn. A colleague is being asked for help to hold a paper tissue under patient's arm. The tubes are being washed afterwards from the blood splatter.

Manufacturer narrative:
Initial reporter email: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing, each used to draw a tube, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.